Event description:
It was reported that the patient went into ventricular tachycardia because their implantable cardioverter defibrillator (ICD) failed to deliver shock. It was also noted that the ICD exhibited pseudofusion which caused inappropriate automatic mode switch. No intervention was performed. The patient had no consequences.